Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable deura doc# (B)(4) and rev# 23 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. See h10 manufacture narrative.

Event description:
Material #: 302995 batch #: unknown it was reported by customer that missing the measuring markings on 2 syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Missing the measuring markings on 2 syringes- both had the same lot number.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 scale marking was missing. The following information was provided by the initial reporter: "missing the measuring markings on 2 syringes- both had the same lot number."